Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking. The customer¿s blood glucose level was unknown. The reservoir will return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed visual inspection and found snap-cap and septum detached from reservoir and found stuck inside to transfer guard. Unable to perform pre-fill test.